Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the top part of the jaw dislodged from the device and fell into the patient. Piece was retrieved from the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: batch iyzd20243. The device was returned with the upper jaw detached and not returned. In addition, the top of the I-blade was fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw and the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.